Event description:
It was reported that during implant of a patient¿s cervical lead when the patient was in the prone position and the manufacturer¿s representative had to crank the device up to 4 volts for the patient to feel it. It was noted that the manufacturer¿s representative stated that this seemed to be abnormal that she had to raise the voltage that high. It was stated that impedances were ¿great¿ ¿ all between 400 and 800 ohms. It was stated that the healthcare professional (hcp) took a lateral view of the lead and the manufacturer¿s representative was concerned that it was an anterior placement. It was noted that the hcp was not concerned. It was reported that the manufacturer¿s representative met with the patient post-op to do programming. It was reported that ¿no matter where she stimulated on the lead, when she got to .4 or .5 volts the patient got excruciating sharp neck pain¿. It was noted that the manufacturer¿s representative did not want to do impedances again as the default was .7 volts. It was noted that the hcp ¿kept saying she would have motor stimulation and abdominal pain if the lead were in the wrong location¿ but the manufacturer¿s representative thought ¿not necessarily¿. It was noted that the caller was redirected to the hcp to ¿figure out what was going on¿. Additional information received reported that the patient was instructed to leave stimulation off until the follow up visit in 2 weeks. It was stated that the manufacturer¿s representative would see the patient then and evaluate further. Additional information received reported that the patient had a revision procedure last tuesday. It was stated that the present lead was repositioned.

Event description:
Additional information received reported that the patient was doing very well. Additional information received reported that the patient was "doing great" after the revision and had great coverage.

Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n449045, implanted: (B)(6) 2014, product type: accessory. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).